Event description:
Customer reported receiving a glucose reading of 358mg/dl from their freestyle flash meter and self-administered with her insulin accordingly. As a result, customer reported experiencing symptoms of "insulin reaction" and loss of consciousness. Paramedics were called and they obtained a glucose reading of 140mg/dl with their hcp meter. Customer reported being treated with glucose intravenously. Customer was then taken to claremore indian hospital where she was diagnosed with severe hypoglycemia and being treated with food. There is no report of death or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been returned and an investigation is in process. A final report will be submitted when the investigation is complete.